Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 60, 74 and 66 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl and expected bedtime blood glucose test result range is 200-220 mg/dl. The customer feels well and did not report any symptoms. Customer had lightheadedness when the result of 60 mg/dl had been obtained and had drank orange juice. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer non-fasting and produced test result of 129 mg/dl using true metrix meter. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 10/31/2025 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: result 1: (B)(6) mg/dl date: (B)(6). Time: 6:12pm non-fasting. Result 2: (B)(6) mg/dl date: (B)(6). Time: 5:55pm non-fasting. Result 3: (B)(6) mg/dl date: (B)(6). Time: 9:10am fasting. Result (B)(6) : 80 mg/dl date: (B)(6). Time: 5:20am fasting. Result (B)(6) : 66 mg/dl date: (B)(6). Time: 12:39am non-fasting. Result (B)(6) : 74 mg/dl date: (B)(6). Time: 12:34am non-fasting. Result (B)(6) : 60 mg/dl date: (B)(6). Time: 1:00am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.